Manufacturer narrative:
Age at time of event: 90's years. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter got stuck. The target lesion was located in the calcified peroneal artery. A 1.75mm peripheral rotalink® plus was selected for use. During the procedure, it was noted that catheter got stuck. The device was removed from the patient. Dynaglide was used to back the device out. No patient complications reported and patient's status was fine.